Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and all specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#650764. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode with the incident lot was not observed. Further investigation has been initiated through CAPA#650764. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA#650764 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that there were 30 occurrences where holder separated from the needle during collection with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter: holder separated from the needle during blood collection in signal pre- attached. After blood collection there is still drop of blood at be bevel.

Manufacturer narrative:
Date of event: unknown. (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 30 occurrences where holder separated from the needle during collection with a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder. The following information was provided by the initial reporter: holder separated from the needle during blood collection in signal pre- attached. After blood collection there is still drop of blood at be bevel.